Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 05/31/2019. Device evaluation: the lens was received inside a plastic container 05/31/2019. The lens was observed damaged with viscoelastic residue. The lens condition observed is consistent with a lens that has been explanted. Nothing out of specification was observed on the sample. The reported issue was not verified. It could not be determined if the condition observed is related to manufacturing process. Based on the product returned evaluation, a product quality deficiency nor a product malfunction could be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaint for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4) .

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model zxr00 22.0 diopter intraocular lens (iol) was explanted from the patient's left eye due to hyperopia with astigmatism post op. Patient reported blurry vision (near and distance) and further indicated they had rubbed their eye post op; a few days prior to their visit. The lens was explanted on (B)(6) 2019 and the incision was enlarged to remove the lens. It was reported there was no suture(s) and no vitrectomy. Pre-operative visual acuity was reported as 20/30-2 and 20/60 brightness acuity test (bat). Through follow up, customer stated the patient did not have astigmatism prior to surgery; the astigmatism did not occur because of rubbing the eye. The iol appeared to sit more posteriorly after patient rubbed their eye. Lens implanted in the left eye and replacement was the same model, a larger 23.0 diopter lens. Patient outcome post-lens exchange: distance vision 20/25 and near vision 20/30. No additional information was provided to johnson & johnson surgical vision.